Event description:
Boston scientific crm received info that approx two mos following implant with this right ventricular (rv) lead, it dislodged. It was reported that the pt anatomy required a longer lead. During the revision procedure, the lead insulation was punctured with needle to gain access for introducer wire. This lead was extracted and a new lead was successfully implanted. To date, no adverse pt effects were reported.